Event description:
It was reported that the implant broke when the patient fell. No complication during procedure has been communicated.

Manufacturer narrative:
Results of investigation: it was reported that the implant broke when the patient fell. No complication during procedure has been communicated. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. The cause of the reported event was stated as patient adverse event. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.